Manufacturer narrative:
Additional information received indicated the manufacturer was not aware of the event on april 27, 2016. The date the manufacturer first became aware of the reported event was june 21, 2016. Due to the change in date the information was reported on time and a correction was made to the aware date.

Event description:
Additional information received from the manufacturer's representative (rep) reported they were not contacted by the consumer in april regarding the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported that on (B)(6) 2016 they were in a store where they stepped on a metal plate that was loose on the floor covering a hole. (The consumer was wearing sneakers when this happened). When the consumer stepped on the plate, they received a severe shock (an electric shock right up through their back), which has never happened before. According to the consumer it was like the implantable neurostimulator (ins) turned up all the way, and they couldn't turn it down. Since the shock, stimulation hadn't worked properly, the consumer wasn't feeling stimulation, and felt no change when the ins was off to when it was on at 6 with a rate of 65 even after trying all programs and rates. On (B)(6) 2016 the manufacturer's representative (rep) met with the consumer and performed an impedance test with good results, but the consumer was unable to feel stimulation anywhere on the lead. The physician ordered an x-ray but the rep. Was unaware of the results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.